Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a blue screen appeared asking for a password. A technical support specialist dialed into the station and set it to auto-launch as an app to resolve the issue. The technical support specialist suggested some steps to the user to follow if the issue persist. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis blue screen was asking for password. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.